Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The first clip was implanted on the medial aspect of a2/p2. The second clip delivery system (cds) was advanced to the left ventricle, and then brought back to the left atrium for re-positioning. There was no interaction between the devices; however, the first clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The second clip was deployed at the lateral aspect of a2/p2. A third clip was deployed successfully on the central aspect of a2/p2, to stabilize the slda clip. Three clips were implanted, reducing the mr to 1 with a good patient outcome. No additional information was provided.